Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction were identified during the device evaluation: blurry image was caused by component failure. Based on the results of the investigation, it is likely led to the malfunction caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurry image. The event occurred during reprocessing. There were no reports of patient involvement.